Event description:
Patient, with a pre-existing condition of allergy to sutures, presented to the physician with a chest incision that had not healed. Physician scheduled the patient for surgical intervention. Patient presented to the physician with the stimulation lead exposed at the chest incision site. Physician opened the ipg pocket, tucked the stimulation lead behind the ipg, and closed the chest incision.